Manufacturer narrative:
(B)(4)

Event description:
It was reported that in the theatre during insertion in the patient's right internal jugular, the brown extension line hub separated from the extension line. As a result, it was removed and exchanged with a new one. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the extension line hub separated during insertion was confirmed. The customer returned one picture of the damaged catheter with the distal extension line hub separated and missing (not in the picture) from the distal extension line. The picture confirmed the complaint but no further information could be obtained from the picture. A device history record review was performed and did not reveal any manufacturing related issues. The potential cause of the extension line hub separating could not be determined based upon the information provided and without a sample. No further action will be taken.